Manufacturer narrative:
The reported event was failure to remove lead from header. As received, only the connector segment of a lead was returned in one piece with the proximal portion of the connector pin broken/separated and was missing/not returned. Procedural damage to the connector boot region was also noted consistent with damage due to excessive force applied while attempting to remove the lead from the device. The connector ring and connector boot region were measured and were found to be within specification.

Event description:
Related manufacturer reference number: 2017865-2025-15093. It was reported that the patient presented for a routine generator change. During the procedure, the right atrial (ra) lead failed to be removed from the implantable cardioverter defibrillator (ICD) header. The ICD was damaged while attempting to remove the lead. On (B)(6)2025, the physician elected to cut the ra lead and retrieved the part that was cut along with the device. The lead was then capped, and both the lead and device were replaced. The patient condition was stable.